Event description:
A user facility reported that a haptic broke during an intraocular lens (iol) implant surgery and when the lens was removed, the iris was scratched by the base of the lens haptic causing an iris hemorrhage. At the pt's one day postoperative visit, it was noted that the intraocular pressure (iop) had increased. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported for this lot number. Additional info has been requested. (B)(4).